Event description:
It was reported to philips that the allura device was displaying "free space low: delete examinations.". The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the procedure. The procedure was completed as planned by deleting the images. The philips remote service engineer (rse) analysed the system remotely and confirmed that the ippc had low space. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the onsite work order was cancelled. Few days later, issue reoccurred. The philips engineer replaced the hard disk, reformatted all the three hard drives, reloaded the os, app and re-created the image disk. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.